Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient's stimulator was broken and had not been working for years and they were unable to place their device in MRI mode since nothing worked. The patient stated they needed the ins removed and ideally have it replaced with another ins. It was mentioned the batteries would not turn it on or anything and it was dead and not working. It was confirmed the patient was talking about the ins. The patient met with several technicians to try and resolve the issue. It was noted the ins had not worked for 2-3 years as one day it stopped working and turned off and no amount of charging would turn it back on. The recharger would turn on but when they placed the paddle over the ins to try and charge the ins the equipment would not connect to the implant. The patient inquired on having the equipment replaced. It was reviewed over-discharge circumstances and it was advised that replacing the equipment would not resolve the issue. The patient was redirected to their healthcare provider.